Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36", "system fault 37", "defib fault 80", "defib fault 84", "defib fault 85" and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the system board.analysis for reports of this type has not identified an increase in trend.